Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: r1700827) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods with clotted blood / highly abundant and long haemorrhagic menstrual periods with clotted blood") in a female patient who had essure (batch no. 927082) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tachycardia ("tachycardia") with palpitations, pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain extending to nape of neck"), myalgia ("muscle pain"), migraine ("migraines"), dizziness ("dizzy spells"), vision blurred ("blurred vision"), visual impairment ("visual disturbances"), disturbance in attention ("lack of concentration"), urinary tract infection ("urinary tract infections") with cystitis, vulvovaginal mycotic infection ("fungal infections/ vaginal fungal infections"), fatigue ("constant fatigue / intense chronic fatigue"), nausea ("nausea"), muscular weakness ("weakness in legs"), emotional distress ("was still suffering"), iron deficiency anaemia ("iron-deficiency anaemia"), hot flush ("hot flushes day and night"), dyspareunia ("dyspareunia"), nasal inflammation ("nasal and sinus inflammation"), sinusitis noninfective ("nasal and sinus inflammation"), allergy to metals ("allergy to nickel"), endometrial hypertrophy ("frank endometrial hypertrophy"), pain in extremity ("pain in legs") and muscle contracture ("muscle contractions"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("suspected fibroma"). The patient was treated with surgery (hysteroscopy and endometrial ablation on (B)(6) 2016. Removal of inserts scheduled for (B)(6) 2017.). At the time of the report, the menorrhagia, tachycardia, pelvic pain, abdominal pain, back pain, myalgia, migraine, dizziness, vision blurred, visual impairment, disturbance in attention, urinary tract infection, vulvovaginal mycotic infection, fatigue, nausea, muscular weakness, emotional distress, uterine leiomyoma, iron deficiency anaemia, hot flush, dyspareunia, nasal inflammation, sinusitis noninfective, allergy to metals, endometrial hypertrophy, pain in extremity and muscle contracture outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, disturbance in attention, dizziness, dyspareunia, emotional distress, endometrial hypertrophy, fatigue, hot flush, iron deficiency anaemia, menorrhagia, migraine, muscle contracture, muscular weakness, myalgia, nasal inflammation, nausea, pain in extremity, pelvic pain, sinusitis noninfective, tachycardia, urinary tract infection, uterine leiomyoma, vision blurred, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: procedure for removal of inserts by salpingectomy and hysterectomy scheduled for (B)(6) 2017. She went to emergency 14 times in 2 years only to hear that there was nothing wrong with her. Also, in her opinion, all of the problems started after placement of the inserts. She no longer has a job and can no longer do running or have a family life. She consulted several specialists in ent, cardiology, gastro-enterology, neurology and ophthalmology, but all exams were negative. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: results: suspected fibroma. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 341 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 927082 (production date: dec-2011; expiration date: dec-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case (B)(4) was identified as a duplicate of case (B)(4). This spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had highly abundant and long haemorrhagic menstrual periods with clotted blood. She underwent a hysteroscopy and endometrial ablation, and a procedure for removal of inserts by salpingectomy and hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this particular case, consumer also had endometrial hypertrophy and suspected uterine fibroma, which could be alternative explanations for the long haemorrhagic menstrual periods. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required, and device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 927082 (production date: dec-2011; expiration date: dec-2014). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had highly abundant and long haemorrhagic menstrual periods with clotted blood. She underwent a hysteroscopy and endometrial ablation, and a procedure for removal of inserts by salpingectomy and hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this particular case, consumer also had endometrial hypertrophy and suspected uterine fibroma, which could be alternative explanations for the long haemorrhagic menstrual periods. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required, and device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods with clotted blood / highly abundant and long haemorrhagic menstrual periods with clotted blood") in a female patient who received essure (batch no. 927082). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), tachycardia ("tachycardia") with palpitations, pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain extending to nape of neck"), myalgia ("muscle pain"), migraine ("migraines"), dizziness ("dizzy spells"), vision blurred ("blurred vision"), visual impairment ("visual disturbances"), disturbance in attention ("lack of concentration"), urinary tract infection ("urinary tract infections") with cystitis, vulvovaginal mycotic infection ("fungal infections/ vaginal fungal infections"), fatigue ("constant fatigue / intense chronic fatigue"), nausea ("nausea"), muscular weakness ("weakness in legs"), emotional distress ("was still suffering"), iron deficiency anaemia ("iron-deficiency anaemia"), hot flush ("hot flushes day and night"), dyspareunia ("dyspareunia"), nasal inflammation ("nasal and sinus inflammation"), sinusitis noninfective ("nasal and sinus inflammation"), allergy to metals ("allergy to nickel"), endometrial hypertrophy ("frank endometrial hypertrophy"), pain in extremity ("pain in legs") and muscle contracture ("muscle contractions"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("suspected fibroma"). The patient was treated with surgery (hysteroscopy and endometrial ablation on (B)(6) 2016). Removal of inserts was scheduled for (B)(6) 2017. At the time of the report, the menorrhagia, tachycardia, pelvic pain, abdominal pain, back pain, myalgia, migraine, dizziness, vision blurred, visual impairment, disturbance in attention, urinary tract infection, vulvovaginal mycotic infection, fatigue, nausea, muscular weakness, emotional distress, uterine leiomyoma, iron deficiency anaemia, hot flush, dyspareunia, nasal inflammation, sinusitis noninfective, allergy to metals, endometrial hypertrophy, pain in extremity and muscle contracture outcome was unknown. The reporter considered menorrhagia, tachycardia, pelvic pain, abdominal pain, back pain, myalgia, migraine, dizziness, vision blurred, visual impairment, disturbance in attention, urinary tract infection, vulvovaginal mycotic infection, fatigue, nausea, muscular weakness, emotional distress, uterine leiomyoma, iron deficiency anaemia, hot flush, dyspareunia, nasal inflammation, sinusitis noninfective, allergy to metals, endometrial hypertrophy, pain in extremity and muscle contracture to be related to essure. The reporter commented: procedure for removal of inserts by salpingectomy and hysterectomy scheduled for (B)(6) 2017. She went to emergency 14 times in 2 years only to hear that there was nothing wrong with her. Also, in her opinion, all of the problems started after placement of the inserts. She no longer has a job and can no longer do running or have a family life. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: ultrasound scan result was suspected fibroma. She consulted several specialists in ent, cardiology, gastro-enterology, neurology and ophthalmology, but all exams were negative. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had highly abundant and long haemorrhagic menstrual periods with clotted blood. She underwent a hysteroscopy and endometrial ablation, and a procedure for removal of inserts by salpingectomy and hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this particular case, consumer also had endometrial hypertrophy and suspected uterine fibroma, which could be alternative explanations for the long haemorrhagic menstrual periods. However, given the nature of the reported event, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required, and device removal is planned. A product technical analysis is expected.